Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. D4: batch # unk. Additional information: according to the information received, the reported event for the device was malformed staple, partial fire. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a gst60t reload with buttressing material present. The sled is not in home positions, however, do the presence of buttressing sled condition cannot be determined. In addition, no malformed stables are visible on the picture provided. Based on the picture provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information the device that was used in this case was the pcee60a. The device was locked out, so that the cartridge was loaded into the jaw again to use. The surgeon commented that there was a possibility that the target tissue was thick. The patient¿s condition is stable.

Event description:
It was reported that during a semi-open pneumonectomy, the deployed staples were unformed, and the knife stopped moving forward at the 3rd firing on the lung by pulse-firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.